Event description:
It was reported that this right ventricular (rv) lead had a history of exhibiting high out of range pacing impedances of greater than 2000 ohms. As the patient's device was in need to be changed out due to normal battery depletion, the field contemplated removing the rv lead as well, however they ultimately decided to leave it implanted and connected to a new device. Now, the rv lead is continuing to exhibit high out of range measurements. The rv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had a history of exhibiting high out of range pacing impedances of greater than 2000 ohms. As the patient's device was in need to be changed out due to normal battery depletion, the field contemplated removing the rv lead as well, however they ultimately decided to leave it implanted and connected to a new device. Now, the rv lead is continuing to exhibit high out of range measurements. The rv lead remains in service and no adverse patient effects were reported.